Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical device: guide wire: whisper es. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities for the reported lot. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed using an unspecified balloon catheter and a 3.0x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion. The stent was implanted, post-dilatation was performed using an unspecified balloon catheter and a proximal edge dissection was noted. Another 3.0x33 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.